Manufacturer narrative:
The field service engineer checked the instrument and found a crack in the detergent suction line tubing of the rinse mechanism. The tubing was modified. The operation was checked and controls were measured. The affected analyzer was normal after repair. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ldl_c ldl-cholesterol plus 2nd generation on a cobas 8000 c 702 module. The sample initially resulted in an ldl value of 12 mg/dl and this value was reported outside of the laboratory to a physician. The physician questioned the result, so the sample was repeated, resulting in a value of 166 mg/dl. The ldl reagent lot number was 774419. The reagent expiration date was requested, but not provided.